Event description:
Pt was in emergency dept for inability to void, suprapubic pain and distension, bard foley kit was used to insert a bard 16 fr foley catheter. Balloon inflated with 10ml syringe of nss included in kit. Subsequently, pt reported a pop and complained of burning in the suprapubic area, foley was removed. Balloon was not intact on the end of the catheter. Pt underwent cystoscopy to remove fragment of balloon from bladder. Diagnosis or reason for use: dysuria.